Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient cannot use her patient programmer to get telemetry with the antenna attached; it will only work without the antenna. The patient also noted that the patient programmer does not work unless the patient twists the batteries after she puts them in the device; there was an intermittent battery connection. The reported issues were reported to have started a couple of months ago. No symptoms were reported.

Manufacturer narrative:
The patient programmer was found to have no significant anomalies. The antenna jack was resoldered as a preventive measure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.